Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned a definitive root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under anesthesia and no delay was reported.

Event description:
The customer reported to olympus that the video processor was not recognizing the scopes. The issue was found during preparation for use. There is no known procedure information. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that scope detection did not work due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.